Event description:
It was reported that cerebral vascular accident (cva) occurred. A concomitant pulse field ablation (pfa) and left atrial appendage (laa) closure procedure had been performed using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging. The activated clotting time remained in range throughout the procedure. A 24mm watchman flx pro closure device was implanted with complete seal noted at the time of the procedure. Three (3) days following the procedure, the patient presented with chest pain and a cva. The patient was admitted to the hospital for further evaluation. The patient fully recovered.